Event description:
The catheter and adapter separated as a result of the patient pulling the catheter out of the insertion site. There was no adverse effect to the patient.

Manufacturer narrative:
Attempts are being made to obtain more information. A supplemental report will be submitted if more information becomes available. Results - visual and microscopic examination of the returned sample confirmed that the catheter tubing and the adapter are separated. The investigation revealed no physical or mechanical damage to the tubing. The flare and the swage depth were found to be within specification. Conclusion - based on the investigation results, the quality engineer concludes that this incident was contributed to by manipulation by the patient or user. The catheter pull force specification for this gauge of catheter is 1.0 pounds.